Manufacturer narrative:
Age at time of event: 75-80 years. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04760. It was reported that a perforation and subsequent pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. Transseptal (tsp) puncture was performed with a non bsc device. The wire from the tsp kit was used as the exchange wire. It was noted that the physician engaged the laa multiple times with the wire prior to accessing the left upper pulmonary vein. The watchman® access system (was) was then advanced into the laa and the 30mm watchman ® laa closure device & delivery system (wds) was introduced into the was. The wds and was were snapped together and prior to deployment of the closure device, a trivial pericardial effusion was observed, likely from a micro perforation. No intervention was performed. The effusion was monitored. The closure device was deployed and successfully released in the laa. There were no hemodynamic changes to the patient, they remained in stable condition.